Manufacturer narrative:
D6b: explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 67 year old male with an impella cp placed via the right femoral artery for support in the setting of acute myocardial infarction and cardiogenic shock (scai stage d) developed red tinged urine while on support. Low placement signal alarms were noted. Transthoracic echocardiography (tte) demonstrated the impella cp positioned 7cm into the left ventricle. The device was subsequently pulled back 3cm and repositioned to 4cm within the mid ventricular space. Hemolysis was identified after initiation of impella support, and the injury was clinically attributed to the device, with extracorporeal membrane oxygenation (ECMO) acknowledged as a contributing factor. Based on the information available, hemolysis occurred after impella support and was attributed to device related factors in combination with ECMO co support. Repositioning was performed with stabilization of device placement. No device malfunction has been identified at this time, and the patient remains stable on support. Hemolysis is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in the proper position since tte confirmed pump was deep & hemolysis was improved after repositioning of the pump.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.